Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify, did the device used in this procedure have dull needle or the needle tip broke during use?

Event description:
It was reported that a patient underwent an elective cesarean section procedure on (B)(6) 2019 and suture was used. One of the surgeons opined that the suture needle was blunt. After inspecting the needle it was found that the needle lost its tip. X-ray was done and no needle was visible in the patient. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: please verify, did the device used in this procedure have dull needle or the needle tip broke during use? I have looked into this and unfortunately no one is able to recall the details of this case.